Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into three (3) pieces, most probably related to the removal process. Visual inspection revealed surface residuals (fiber/particles) on the lens, which is consistent with the lens being handled out of a sterile environment. No other cosmetic defects were observed. Lens diopter results from miq (measuring image quality) showed lens corresponds to a 19.5 diopter lens. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the right eye of a patient, as the patient experienced unexpected post-operative refraction. It was further stated that there was no incision enlargement, no sutures and no surgical complications were noted. The iol was replaced with a zct150u215 lens. The patient was noted to be doing very well after the procedure, visual acuity was 20/25-2 and their distance vision was very good. The near vision was not as good as the distance vision. No further information has been provided.